Event description:
Reaction/burn/blistering.

Manufacturer narrative:
It was reported that the device was applied to the face and caused a " a severe reaction/burn/blistering when the bandaid was removed". Due to this, antibiototics were prescribed and there is a concern for scarring. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.